Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and replaced the buffer syringe, replaced ise reference valve, and refilled reference electrode fluid with fresh internal reference fluid. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated one (1) erroneous low serum sodium (na) patient result. The customer also stated the calibration values were low. The erroneous results were not reported out of laboratory. The customer repeated the sample on another instrument and obtained result considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided verbal patient data for false result.